Event description:
Respiratory therapist entered patient's room and discovered the ventilator to be off, displaying a blank screen. A code was called and later, the patient was pronounced dead. After further investigation, it was discovered that the ventilator was unplugged and on battery mode, however, no audible alarm sounded before the ventilator switched off. Dates of use: 2009 - 4 hours. Diagnosis or reason for use: aspiration.